Event description:
Caller reported that the pump battery was not charging, despite using a tandem charging cable with a wall outlet. Cts confirmed that there was no adverse impact on the customer's blood glucose level. The customer attempted to resolve the issue by leaving the pump plugged into different outlets for at least 30 minutes, but the charging issue persisted. Cts decided to replace the pump, which was covered under warranty. The customer agreed to switch to multiple daily injections (mdi) as a backup for insulin delivery. Instructions were provided for returning the faulty pump, and the caller acknowledged understanding these directions.